Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an automated impella controller (aic) failure alarm. The console was removed due to this issue, and a new device was utilized. There was no report of patient harm or injury.

Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: no controller failure was observed in the logs. Aic and rt logs align with the pattern failure mode, transient loss of optical data. Aic logs confirmed the reported failure mode given there was a controller error alarm (opm comm stopped ¿ event set # 1043) triggered during the clinical procedure. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.